Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant there was undersensing noted. After changing multiple positions, with undersensing still noted, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.